Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1012t competitor implantable pacing lead, (B)(6) 1990. (B)(4).

Event description:
It was reported that the device battery had an abnormal depletion in three years. The device was explanted and replaced. No patient complications have been reported as a result of this event. The patient is part of the (B)(4).